Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor electrode missing. The customer's blood glucose was 67mg/dl at the time of call. Trouble shooting was performed and found took sensor off the electrode was not attached and thinks it may be inside her. Sensor electrode is not sticking on the adhesive. There is no irritation, pain or bleeding. Advised get x-ray to have site looked at for her safety. Also, advised to send back sensor and I will put in request for failure analysis. Customer decline trouble shooting for the low blood glucose. Advised sending replacement sensor.